Event description:
It was reported that the patient presented for a follow up. The patient's insertable cardiac monitor (icm) exhibited under-sensing and varying r-wave sensing amplitudes. No interventions or patient consequences reported.